Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to be interrogated. Boston scientific technical services (ts) recommended to look for a magnet response. Furthermore, the patient did not get any magnet tones from the device, and a 60/60 magnet reset was tried but no successful telemetry was accomplished. Ts suggested one last to stacked magnets over the upper or lower portion of the device, and try to listen with stethoscope. This device has been implanted for six years. Per field representative this device was not able to be interrogated and will be explanted, the procedure has not been scheduled. At this time, this s-ICD remains in service. No adverse patient effects were reported.